Event description:
Emergency medical service personnel were attending to a pt, condition unknown. When the device was powered up on what the customer thought were fully charged batteries, the device allegedly operated for approximately 10 sec and then lost power. Both batteries were replaced and treatment to the pt continued without further incident. There were no adverse effects to the pt as a result of the alleged malfunction.

Manufacturer narrative:
Section h: physio-control evaluated the device & could not confirm or duplicate the alleged malfunction. The device was replaced with a new unit to enhance customer satisfaction & will not be returned to the customer for use.